Event description:
On (B)(6) 2009, I underwent surgery for a right inguinal hernia. The next day while at home I experienced an extremely sharp pain on my right side and it has persisted to this day. I had seen several different doctors over the years, went for pain management and even physical therapy. I had to leave my job a year later and I am currently receiving (B)(6). After extensive research and doctor visits, most recently this past (B)(6) for another follow up visit regarding the 'hernia' pain, the only conclusion is a problem with the mesh. The manufacturer does have recalls for their mesh product but apparently not for the 3d max.